Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral breast implant rupture, bilateral capsular contracture; baker grade: iii, and grade 2 ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation revision with a 375cc mentor memorygel breast implant on the left and with unknown gel implant on the right and was presented with bilateral breast implant rupture, bilateral capsular contracture; baker grade: iii, and grade 2 ptosis. As a result, patient underwent bilateral explantation and replacement on (B)(6) 2019 with catalog number smpx405, serial number # (B)(4) on the right side and catalog number smpx405; serial number # (B)(4) on the left side. This report is for the patient¿s left-sided device.